Event description:
On (B)(6) 2009, the xclose tissue repair system was implanted to re-approximate the anulus fibrosus following decompression of the intervertebral disc. The patient reported recurrence of symptoms in (B)(6) 2010. Imaging confirmed bulging of the disc, but did not note evidence to suggest a recurrence or residual disc protrusion. Symptoms were managed with conservative care for 6 months. The patient was seen by a different surgeon, reporting ongoing leg pain. On (B)(6) 2010, the surgeon performed minimally invasive exploration of the lumbar laminotomy. Operative notes indicate that upon reaching the site of the original herniation, the xclose device was visible and seemed to be protruding, such that it could cause pressure on the nerve. The device was removed and the disc space was entered, removing superficial portions of the disc. Additional tissue was removed to obtain adequate decompression of the nerve, as confirmed by passing a blunt nerve hook out the foramen. The surgical procedure was done on an outpatient basis with no complications.